Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated iab optical sensor failure alarm. The customer was unable to get pressure readings from fiber optic, switched to fluid column and arterial pressure on screen. Balloon had been discontinued due to the patient no longer needing support. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated iab optical sensor failure alarm. The customer was unable to get pressure readings from fiber optic, switched to fluid column and arterial pressure on screen. Balloon had been discontinued due to the patient no longer needing support. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was observed on the catheter tubing approximately 38.1cm from the iab tip. The optical fiber was found to be broken near the y-fitting approximately 75.9cm from the iab tip. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4).